Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3587a25, lot# n346321, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the lead had a visible break on the x-ray. A lead replacement surgery was planned for (B)(6) 2015. It was unknown why the lead was broken. The indication for use is non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.